Event description:
A (B)(6) customer ran the contour next control solution on the contour next usb and the readings of 10.9 and 11.5mmol/l were not automatically marked as control tests, which will be displayed as blood results when accessing the memory of the meter. There was no allegation of an adverse event. The control solution was not expected to be returned for evaluation. New meter and strips were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.